Event description:
The rptr indicated that at replacement, the measured ventricular lead impedance was 1,885 ohms, and no pacing spike was observed on the ECG. The dr thought the cause of this was intermittent fracture, and the lead was replaced. The pacesetter pacer was also replaced.